Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged that his pump has not been pumping out insulin correctly. There is no adverse event reported related to this issue. This complaint is being reported based on the allegation that the pump is not accurately delivering insulin.